Event description:
It was reported by a customer in spain that, an 840 ventilator keyboard had unresponsive "accept" key. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the keyboard assembly and resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).